Manufacturer narrative:
This pacemaker was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was approaching elective replacement indicator (eri). This patient also had high ventricular pacing threshold measurements. There was a concern that the battery had depleted earlier than expected. The decision was made to explant and replace this device. There were no adverse patient effects reported.